Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been having problems with their infusion sets. They went through 3 infusion sets and had a high blood glucose level of 400 mg/dl. The customer also reported that they had experienced a low blood glucose level of 35 mg/dl. They were having convulsions. They had over bolused which caused them to have the low blood glucose. They declined troubleshooting for the high and low blood glucose. The device will not be returned for analysis.